Event description:
It was reported that during a gastric bypass procedure, there was leakage. After one hour of the procedure, the seals of the sleeve were not tight anymore; there was a gas leak from the seals. The surgeon was annoyed by this setback, he could finish the procedure without changing the sleeve, but it was difficult. There were no adverse consequences for the patient. One device will be discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information requested: were any noises heard such as "whistling" or "hissing"? If so, did the "noise" prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device? The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.